Manufacturer narrative:
An investigation was initiated in response to a customer complaint of no/low growth on chromid® cps elite 100 pl trans (ref 416172 lot 1007755860) for a patient urine specimen. The customer also observed that the chromid® cps agar plate area was not flat and homogenous. The customer indicated that there were no more plates available at their site to send back for investigation purposes. The internal investigation was performed through batch record analysis and evaluation of retention samples from the lot used by the customer (lot 1007755860). All qc tests for lot 1007755860 were within specification. Thickness and flatness of agar are process controls only for media that are used with susceptibility testing. Since the chromid cps elite agar is not intended for use with susceptibility testing, there are no established specifications for agar thickness and flatness, but a visual examination is performed. Visual examinations and measurements with calipers were performed on retention samples from lot 1007755860 and another lot produced near the same time frame, as a reference. The measurements with calipers showed slight differences in agar thickness for both lots (from quadrant to quadrant), however, these differences were not able to be detected by visual examination alone. Maximum difference for customer's lot: 0.32 mm. Maximum difference for reference lot: 0.26 mm. There have been no other customer complaints registered for lot 1007755860. The investigation concluded that the customer's lot (lot 1007755860) meets specifications. Without submission of the actual plates from the customer, no root cause can be established for the issues reported by the customer. See h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of no/low growth on chromid® cps elite 100 pl trans (ref 416172 lot 1007755860) for a patient urine specimen. The customer reported that the sample from the patient was tested in parallel on the chromid® cps agar and blood agar. The customer could observe many colonies on the blood agar and very few or none on the chrmid® cps agar. The customer also observed that the chromid® cps agar plate area was not flat and homogenous. There is no indication or report from the laboratory that this event led to any adverse event related to the patient's state of health.